Manufacturer narrative:
(B)(4)

Event description:
It was reported "patient given a unit of packed red cells, when a small leak was noticed from his PICC line. Closer inspection showed what seemed a small hole on actual PICC between skin insertion site and the lumens. Reviewed by ICU registrar and ICU consultant." The PICC line was removed and a peripheral IV was inserted. The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details are unavailable.

Event description:
It was reported "patient given a unit of packed red cells, when a small leak was noticed from his PICC line. Closer inspection showed what seemed a small hole on actual PICC between skin insertion site and the lumens. Reviewed by ICU registrar and ICU consultant." The PICC line was removed and a peripheral IV was inserted. The patient's current condition is reported as "unknown". Additional information was requested from the customer; however, further details are unavailable.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, 3-lumen PICC for analysis. Signs of use in the form of biological material were observed. Visual analysis did not reveal any defects or anomalies. The catheter body length 22.313", which is within the specification limits of 21.99"-22.49" per the catheter product drawing. The catheter body outer diameter measured 0.080", which is within the specification limits of 0.077"-0.084" per the extrusion product drawing. The returned catheter was tested per bs en iso 10555-1 section 4.7.1 (amrq-000078) which states that "there shall be no liquid leakage in the form of a falling drop of water at 300-320 kpa (43.5-46.4 psi) for 30 sec when tested per bs en iso-10555-1 annex c. All three extension lines were individually connected to a leak tester and pressurized to 300 kpa for 30 seconds. No leaks were observed from any region of the catheter. A lab inventory syringe filled with water was attached to all three extension lines and flushed. No blockages were encountered as the water exited the respective exit locations at the distal end of the catheter. Performed per IFU statement , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).". The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations". The customer report of a hole in the catheter could not be confirmed based on investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional testing including leak testing performed in accordance to iso-10555. A device history record review was performed based on a potential lot from sales history, and no findings were identified. Therefore, based on the customer report and the sample received, no problem was found. Teleflex will continue to monitor and trend on reports of this nature.